Manufacturer narrative:
Date of event: exact date unknown, event occurred about a year ago from the date the manufacturer was made aware.

Event description:
It was reported that the patient's ipg was unable to take a charge and was unable to connect to the remote control (rc). The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was not returned.